Event description:
On (B)(6) 2012, battery impedance was measured at 1.49 kohms and the residual longevity was estimated at 89 months. On (B)(6) 2012, battery impedance was measured at 1.89 kohms and the residual longevity was estimated at 52 months. An explanation is requested about this significant decrease in estimated longevity over a 6 month period.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.